Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified bifurcation in the first diagonal branch of the left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The proximal edge of the stent became stuck at the calcification and was lifted. The procedure was completed with another 2.50 x 24 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the first and second proximal rows of the stent that were lifted and bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found a hypotube kink 145 mm from end of hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified bifurcation in the first diagonal branch of the left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The proximal edge of the stent became stuck at the calcification and was lifted. The procedure was completed with another 2.50 x 24 synergy¿ stent. No patient complications were reported and the patient's status was good.